Manufacturer narrative:
The baxter technical support representative performed troubleshooting over email with the account, asking the account to the solenoid valve. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the bed no further action needed.

Event description:
Baxter received a report that totalcare frame the head of the bed will not rise up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.